Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Customer¿s blood glucose level was 214-298 mg/dl. Upon follow up with tandem technical support, customer reported that issue was resolved.